Event description:
It was reported that the leads were found on x-ray to have migrated down from their original position. A device revision was performed, during which both migrated leads were explanted and new leads were implanted and placed in the correct location. The issue was reported as resolved, and the patient was reported alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 27-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.